Manufacturer narrative:
(B)(4) date sent: 2/5/2016. Information was not provided by the contact. Batch # (B)(4). Additional information was requested and the following was obtained: on which firing did this occur? 1st. On this firing, did the device staple? No. If the device stapled, was the staple line complete? Na. On this firing, did the device cut? No. If the device cut, was the cut line complete? Na. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. The reload was received with the knife completely within doghouse, 2 drivers up and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. It was noted during the visual inspection, the staple height selector detent portion was broken. The saddle pin was also broken. It is possible that the damaged was due to an improper handling of the device. No functional test was performed due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during an unknown procedure, after taking a new stapler, it was jammed. There were no adverse consequences for the patient. One device will be returned.